Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a moderately calcified lesion in the mid circumflex coronary artery, after performing pre-dilatation, a 3.5x28 rx vision bare metal stent (bms) was advanced to the lesion. When attempting to inflate the rx vision, a leak of contrast coming from the shaft was noted, preventing the balloon from inflating. There were no adverse patient effects and no occurrence of a clinically significant delay. Another unspecified device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft leak and inflation issue could not be tested due to the condition of the returned device. The reported difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the multi-link vision rapid exchange (rx) and over the wire (otw) coronary stent systems (css), international, instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed report, the following additional information was received: the 3.5x28 rx vision bare metal stent (bms) was unpackaged and prepped without issue. The vision was able to be advanced without difficulty, but was difficult to remove from the anatomy. The vision was withdrawn from the vessel against resistance. The replacement device was able to successfully treat the patient. The vision was received by the abbott vascular returned goods lab in the following condition: the hypotube shaft was separated, 23.7cm distal to the strain relief tubing. Additional information received confirmed that the correct device was returned and the site was aware of the separation and that it occurred in the area of the leak. However, the site indicated that the separation occurred due to intentional manipulation by a healthcare practitioner during repackaging for return shipment. No additional information was provided.